Manufacturer narrative:
Serial number is n/a because issue is not serial number specific. Fa-am-dec2022-285 was issued on december, 9 2022 as a field correction letter/ urgent field safety notice to notify customers that an assessment of their alinity m system(s) will be completed. If necessary, an abbott representative will schedule time to correct the affected adu(s) on their alinity m system(s). Field action was reported per 21 cfr806 to us FDA via 3005248192-12/09/22-007-c on december 9, 2022 and therefore is also reportable under 21cfr 803. Malfunction is associated with a major severity. Action is recommended to be reported as an fsca (field safety corrective action).

Event description:
Nonconformance was initiated due to failures to successfully complete maintenance and diagnostics (m&d or mnd) 2300 during the supplier optical calibration process of the assy, amp detect (amp detect units or adus). The failures identified are due to procedural error handling and thermal hold errors. Although some failures can stop the calibration process, the two failures listed allow the m&d to continue operation without notifying the supplier operator, thus leading to incorrect calibration. The following requirement is not being consistently met: "requirement mnd-18: the m&d procedure shall perform optical calibration on the amp detect. Optical calibrations shall consist of calibration functions for led gains, match filter, scale factor, rv windows, system background subtraction, and crosstalk".the thermal error and error handling vulnerability can lead to m&d 2300 optical calibration setting non-optimized calibration parameters for the affected amp detect. This may lead to potentially compromised assay performance with the impacted amp detect and subsequently has the potential for: incorrect results on either quantitative or qualitative assays, respectively, where internal control (ic) and/or cellular controls (cc) or routine process controls do not invalidate the tests and/or run.delay in results, where samples and/or runs are flagged when ic, cc, or routine process controls are invalid. The potential hazard of delay of results is expected to be within the allowable timeframe for alinity m assays. For the potential hazard of incorrect results - false negative/misquantitation low or false positive/ misquantitation high all alinity m assays run on the alinity m system, the severity is major and the probability of occurrence of harm is rare.